Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator logs, confirmed the unit experienced a loss of ventilation in the ventilator memory logs, and replaced mix controller printed circuit board assembly (pcba). The ventilator passed all tess and calibrations per manufacturer specifications at the time of service. The mix controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced component did resolve the issue in the field however, the returned component mix controller pcba was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator logs, confirmed the unit experienced a loss of ventilation in the ventilator memory logs, and replaced mix controller printed circuit board assembly (pcba). The ventilator passed all tess and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in mix controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ alarm. Although patient in tervention details are unknown there was no injury to the patient.